Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 120 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or; customer was not sure of status of drive support cap. Customer also reported of receiving a compromised forced sensor alarm during priming and was not able to exit the "preparing to prime" loop. Customer states that insulin pump was not dropped or bumped. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm during prime test due to moisture damaged inside force sensor resistor. The motor passed motor test. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.